Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had to undergo surgical intervention to treat a clot in the superior vena cava and swelling in one of his arms. The cardiac resynchronization therapy defibrillator (crt-d) was implanted at the time. The cardiac resynchronization therapy defibrillator (crt-d) was explanted as a result of the patient status. There were no additional adverse effects reported.